Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal curved jaw sealer and divider had a total of 56 incomplete seal errors. The event occurred at the end of a therapeutic robot assisted laparoscopic radical prostatectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.